Event description:
A registered nurse was training a peritoneal dialysis (pd) patient how to administer treatment with the cycler and was in drain 3 when the unit alarmed for "air detected in the cassette." Due to the alarm, treatment was discontinued and the patient was removed from the patient line. When disassembling the system the nurse discovered that the cassette had leaked fluid and the pump module was wet. The set was discarded. During following up with the nurse it was reported that the patient was well. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.